Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) adjusted the gear pump pressure and verified rinse and detergent levels. The fse found a reagent probe was loose at the connection. The fse replaced the reagent probes and verified alignment. The customer ran qc. Operational and mechanical checks passed. The instrument was operating within specification. The investigation is ongoing.

Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. Discrepant results were provided for 2 patient samples tested for albumin and total protein. Patient 1 initial albumin result was 5.1 g/dl. The repeat result was 3.3. G/dl. Patient 2 initial albumin result was 5.1 g/dl. The repeat result was 3.9 g/dl. Patient 2 initial total protein result was 2.2 g/dl. The repeat result was 6.1 g/dl. The initial results for both patients were questioned by the laboratory and repeated on a different c501 module. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The medical device problem code was updated. The service actions resolved the issue.